Event description:
It was reported that during an unknown procedure the device need higher force to fire, and malformed staples were found after firing. Manual firing release lever was used to open the jaw. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information requested and received: what type of procedure was the device used in? The surgeon just used the device to cut some lung tissue for biopsy. On what firing did the event occur? 1st. During which stroke did the event occur? All the three strokes need higher force. What other color cartridges were used before and after this event? No cartridges were used before and after this event. If buttressing material was utilized, which product was used? No. Was the instrument fired across or near an existing staple line or clip? No. If any unexpected noises were heard, when were they heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there damage to the tissue? If yes, how was this resolved? No.